Manufacturer narrative:
According to the facility, a 10ml syringe was leaking. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. 0kg was entered in the weight field since the portal is not accepting submissiosn with the field blank. But no demographic information was given for this incident.

Event description:
According to the facility, a 10ml syringe was leaking. There was no further information.